Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The product was not returned. The absence of the device for physical examination has limited the investigation into the reported issue. The complaint investigation process has confirmed that the failure has been previously investigated. Historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Reasonably known information suggests probable causes such as interoperability problems like: incompatible component. Material problems like: degradation; improper physical structure. Mechanical problems like: stress or friction; wear and tear; deformation; mechanical shock; operational problems like: device incorrectly reprocessed; failure to calibrate or used without calibrating; storage problems. These causes can occur between components such as electrical cable; capacitor; discrete electrical component; circuit chip; integrated circuit board; electrode; electrical lead/wire; adhesive; nozzle; tip; lenses; imager; locking mechanism; and protection shield without any design or manufacturing issue. That could lead to appearance issues on device. Further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported the flex video scope had an instrument perforation during an unspecified procedure. There were no reports of patient harm.